Event description:
Found during routine inspection. The caller reported that the device was displaying a wrench service indicator and would not operate. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the device in the failure analysis center and determined root cause was a ram chip, designator u50.